Manufacturer narrative:
The device was not returned to olympus for inspection however photos were provided. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a conclusion cannot be made. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided photos of the thunderbeat and the probe was noted to be detached. There was no patient involvement.